Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material at the distal tip and inside the light guide lens could not be identified and a definitive root cause of the issues could not be determined, however, it is possible the material at the distal tip could not be removed due to the observed leakage from the plug unit, and proper reprocessing could not be performed. Additionally, the foreign material observed under the light guide lens was likely due to physical stress caused by hitting distal end of the device or dropping distal end during user handling/mishandling, or chemical stress caused by chemical solution used, resulting in the adhesive around lens peeling off, allowing moisture to enterer the lens and corroding. Since the foreign material was not attached to an external surface, it likely could not be removed during reprocessing. The event may be detected/prevented by following the instructions for use section below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, albarran ever is worn out. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and foreign material was found in the distal end. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: air/water cylinder has no color; suction cylinder has no color; switch box has a scratch; due to a crack on plug unit, water tightness is lost; due to damage on the coupled charging device (ccd) unit, the image has white dots; the cover of light guide bundle is damaged; objective lens has a scratch; light guide lens has a crack; distal end has residual liquid; adhesive around objective lens has wear; inside of light guide lens has discoloration; and there is corrosion around forceps elevator (l-arm). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.